Event description:
New information received notes that defibrillation threshold testing was performed and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting low defibrillation impedance. High voltage shock was delivered for an episode of ventricular fibrillation using an inappropriate programmed vector due to the lead impedance issue. Programming interventions were discussed; however no changes were reported. The patient was in stable condition.